Event description:
It was reported that an unknown access set did not flow during infusion of vancomycin. The caregiver stated that they were able to prime the set and see ¿dripping¿; however, once the line was connected to the patient there was no more ¿dripping¿ and no flow through the set. To resolve the issue, the set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.